Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg); however, a specific value was not provided. The customer administered a manual injection to address bg level. Reportedly, an incomplete bolus alert occurred. The customer continued to use the pump for insulin therapy.